Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose level at the time of incident was over 500 mg/dl. Customer's blood glucose level was 524 mg/dl. Troubleshooting was done. Infusion set cannula was bent as per troubleshoot. Auto mode was not mentioned if in use. Insulin pump will not be returned for analysis.